Event description:
A customer reported that the dash alarms and alarm transmission to the secondary alarm system (unams) did not function when a patient experienced a main desaturation and cardio-respiratory stop. The patient is reportedly in a coma. It is unknown at this time whether the patient's current condition is a direct outcome of the event reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.